Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening of the tibial component at the cement to implant interface. Competitor cement was used. Doi: approximately 2015; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination, however review of the provided x-ray confirms the reported event. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.